Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Or, did the stapler staple tissue but the knife did not cut the stapled tissue completely? Or, was there an incomplete staple line where no staples were present on one or many of the staple lines. Were the staples that deployed into the tissue in the proper b-shape formation? If no, please explain. Device has cut, but only clipped on one side of the staple lines, one side was open.

Event description:
It was reported that the instrument reload three times. The second magazine stapled not completely and it had to be sewn. No harm to the patient.

Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided. The picture shows tissue. In the lower right corner of the photo, two staples with the proper formed can be seen. Based on the photo reviewed the event describe cannot be confirmed. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.